Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the 26mm sapien valve was deployed in a 50:50 position. The patient was on cardiopulmonary bypass (cpb) for prophylactic support. Echo assessment revealed moderate to severe central aortic insufficiency (cai) post valve deployment. Cpb was weaned to see if the cai changed. However, the cai slightly worsened. The medical team waited for the leaflets to "warm up" without success. A second sapien valve was then implanted within the first in the same 50:50 position, resulting in no cai. The patient was noted to be in stable condition following the procedure. The native annular diameter was 22.1mm by tee. The native annulus was noted to be elliptical in shape, but this could not be confirmed due to the CT being performed without contrast solution. The native valve was moderately calcified with the calcium distributed in bulky chunks. The patient's ejection fraction (ef) was 20%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the root cause of the reported initial non-functioning leaflet cannot be confirmed; however, it is possible that patient's blood pressure was slow to recover following rapid ventricular pacing, which may have led to a delay in mobilizing the leaflet. Of note, the patient was placed on cpb prior to the procedure due to underlying lv and rv depression with a low ejection fraction. It is also possible that bulky calcification on the native valve may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.